Event description:
It was reported that the patient had been having pain in the area of the implantable neurostimulator (ins) since he had been in the hospital. It was stated that area was not sensitive to touch. It was noted that the patient had been in the hospital for kidney failure and it was stated that the kidney issue and hospitalization were not related to the ins. It was reported that the patient had not used pain stimulation therapy for several years, maybe 8 years now and stimulation was not on because the patient had back surgery which took care of the pain. It was stated that the patient had not had a fall or trauma. It was noted that the patient had moved and did not currently have a healthcare professional (hcp). (B)(6) 2014 crts (B)(4) (hcp): additional information received reported that the patient was still reported abdominal pain. It was stated that the patient had been in the hospital since (B)(6) 2014. It was stated that the patient has had numerous falls, some recent, but exact dates were unknown by the caller. It was reported that an abdominal CT scan was completed and showed the ins location in the abdomen but did not provide any confirmation of anything wrong. It was stated that the ins had been nonfunctional for some time. It was noted that they would like to have someone come and check the device. It was noted that the patient¿s symptoms were at the ins location/abdomen. Additional information received reported that the patient had a synergy device that was implanted in 2001. It was stated that the patient has only used (B)(4) of the battery as he turned it off a couple years ago due to him feeling like it was not working. It was stated that the patient¿s pain was ¿excruciating¿ at the site of the battery. It was confirmed that the device was off and noted that the patient lost the remote as well. It was stated that 4,5,6,7 were all out of range and showing >4 ,000 ohms. The caller stated that the other side was around 452 ohms. It was noted that the records only showed one lead and extension, and it was discussed that this could account for the 4-7 high- open impedances. It was reported that the patient fell several years ago and felt shocking/jolting around the battery area when the device was on the last time he had it on. It was noted that it had not been felt since. Additional information received reported that the manufacturer¿s representative was first made aware of the issue on the day of the initial report. It was stated that the impedance issue was determined to be due to only one lead registered and it was assumed that the other port was plugged. It was stated that the impedance issue was not device related; the port was plugged 4-7. It was stated that no lead fractures were noted. It was noted that no images were available but impedance levels for contacts 0-3 were normal. It was stated that the only component involved with the issue was the implantable pulse generator (ipg). It was unknown whether the patient¿s pain was related to the ipg, only that the pain was in the same area as the ipg in his right abdomen. It was noted that troubleshooting involved impedance check only. It was stated that he cause was still unknown, as well as whether the device was related in any way. It was reported that the patient¿s abdominal pain had subsided substantially from tuesday, and now the patient stated that there was pain in his foot that was ¿worse.¿ it was stated that the patient had not been getting effective therapy since he turned the device off, and stated on tuesday he did not want it turned on. It was noted that they were ¿unsure¿ if it should be explanted and the hcp wanted to see if the pain subsided. It was noted that diagnostic screenings came back normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 3888-28, serial# unknown, implanted: (B)(6) 1992, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. (B)(4).